Manufacturer narrative:
This device has been returned and will be analyzed. A supplemental report will be filed at the time of completion.

Event description:
It was reported that this pacemaker exhibited mode switching from atrial flutter rate in addition to atrial events being blanked. Technical services (ts) discussed programming options with the health care professional (hcp), who would discuss with the physician. This pacemaker was ultimately returned as it had been explanted due to an unknown reason. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker exhibited mode switching from atrial flutter rate in addition to atrial events being blanked. Technical services (ts) discussed programming options with the health care professional (hcp), who would discuss with the physician. This pacemaker was ultimately returned as it had been explanted due to an unknown reason. No additional adverse patient effects were reported. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.